Manufacturer narrative:
The controller was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller passed visual and functional testing. System testing did not indicate any abnormal operation of the controller. The reported event was confirmed via review of the controller log files, which revealed a controller fault alarm. This alarm most likely is due to a leaky diode on the automatic power switch circuit of the controller. The confirmed malfunction is related to the reported event. Heartware has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
Information was received from (B)(6) that the ventricular assist device (vad) coordinator reported that while the patient was still in the ICU after vad implantation the controller displayed "exchange controller". During the alarm there was no effect on the patient seen. After exchanging the controller, the patient's condition was constantly stable.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. There is a warning to keep spare, fully charged batteries and back up controller available at all times. It outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni), this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation.